Event description:
During a pca procedure, the tip of the pt2 moderate support 185cm jtip guidewire broke off inside of the patient. The event was not discovered until the device was removed from the patient and it was noted that the tip of the guidewire was missing. Follow up angiography identified that the tip of the wire remained in the patient's artery. The patient was placed under three day observation in the hospital.

Event description:
It was further reported that the pt was asymptomatic during this event. The 60% stenotic lesion was located in the moderately tortuous left anterior descending coronary artery. The physician used a metal entry needle and a 6f cordis introducer sheath for vascular access and a mach 1 jl4 guide catheter to cross the lesion. It was affirmed that the guidewire had been kinked at some point during the procedure, and that there may have been a loop formed with the guidewire that was pulled. It was also confirmed that the separated portion consisted of both polymer and corewire. The physician was unsuccessful in his attempt to snare the fractured portion of the wire. A taxus stent was used to complete the procedure which was considered successful. At the time of the event, dr. Explained to the pt that the retained wire tip would cause endothelialization to take place as with a stent placement. The pt was discharged to home five days post-procedure and was seen in the clinic one week later with no adverse sequella.